Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the hospital with a suspected pump thrombus, evidenced by marked hematuria, elevated ldh and plasma free hgb in addition to high watts observed after patient placed on monitor. Patient was placed on heparin drip at 18 units/kg/hr. On auscultation, the vad coordinator reported that the pump sounded "ok", but was higher pitched than normal. The patient was taken to surgery for an lvad-lvad exchange and as of (B)(6) 2016, the patient was transferred to a step-down unit. No additional information provided.

Manufacturer narrative:
"Product problem" was not checked off in initial report. Additional information received states that the patient was admitted on (B)(6) 2016. Patient was transferred to a step-down unit in stable condition on (B)(6) 2016. Pump was disposed after lvad-lvad exchange. Date of pump exchange is currently unknown. No additional information received. Lvad pump (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis confirmed the reported event as high watt alarms and pump parameters above the normal operating range was observed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.